Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material came out of the forceps channel of the fiberscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. There was no deformation to the area where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Reprocessing manual includes the preventive measures in chapter 7 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.